Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: device analysis findings: upon receipt at our post market quality assurance laboratory, it was observed that the main coil was returned. Visual and microscopic inspections were performed, and it was observed that the main coil was bent, stretched and deformed at the primary coil section. Additionally, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported events of main coil unable to advance in introducer and main coil difficult to withdraw from / into introducer, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event instructions. This code was selected because the customer used a non-boston scientific catheter that was not recommended for use instead of the recommended imager ii. Additionally, device analysis revealed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Boston scientific has assigned an investigation conclusion code of adverse event related to procedure to the damages found during analysis.

Event description:
Reportable based on device analysis completed on 22may2026. It was reported that the coil could not be advanced, became stretched, and could not be retracted from the sheath. The target lesion was located in the left internal iliac artery. A 12mm x 40cm interlock .035 coil was selected for interventional embolization. However, during the procedure, it was noted that the coil could not be pushed out of the sheath during normal delivery. When withdrawing the coil, the coil was stretched and reinsertion of the coil also failed to withdraw it from the sheath. The physician attempted several times but could not push the coil out. As the iliac artery was severely tortuous, the access was changed, and thrombectomy was performed from the brachial artery through the abdominal aorta to the left internal iliac artery. A non-boston scientific angiographic catheter was used to reach the embolization site. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed arm coil detachment.